Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the cable had no ECG signal. Yes, the device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Manufacturer narrative:
Sending follow-up due to updated information by the customer that makes this case not reportable. The box of cables received was only supposed to contain documented failures that had previously been reported, but not shipped for evaluation. The customer inadvertently included numerous main monitoring, chest and limb lead wire sets that were not related to failures during patient care. This case is being closed as not-reportable.

Event description:
It was reported to philips that the cable had no ECG signal. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.